Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Corrections have been made to h.6: device code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The imagery provided by the event site was reviewed, and central regurgitation, paravalvular leak, and mild halt (hypo-attenuating leaflet thickening) were observed. The images also revealed calcium on the native annulus, which led to the paravalvular leak. The complaints for central regurgitation, and leaflet thickening /halt, were confirmed based on the evaluation of the returned medical imagery. Halt may be caused by several patient-related factors including early valve deterioration (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. The information provided stated ''there is possibly mild halt at the base of the right coronary cusp.'' Due to insufficient information, a definitive root cause of the halt could not be determined. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Available information suggests that patient factors such as leaflet thickening may have contributed to the central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to the pvl. Investigation results suggest that patient factors (mild native leaflet/annular calcium on the non-coronary side) may have caused or contributed to this event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted

Event description:
As reported by the field clinical specialist, approximately 1 year and 7 months post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve implanted in a surgical valve, the patient presented with mild to moderate paravalvular regurgitation by echocardiogram. A new 23mm sapien 3 ultra was implanted with additional 2cc of volume added to the commander delivery system. Post deployment post-dilation was performed with a 24mm true balloon and the paravalvular regurgitation had resolved at that time. The patient left the procedure room in stable condition. Per edwards internal review of the CT and tee images prior to the valve in valve procedure: there is both central aortic insufficiency (mild) and paravalvular leak (pvl) (moderate) at this aortic thv. The leaflets, although mildly thickened, move well, and mal-coaptation was not observed. On CT the aortic thv well expanded and well positioned. There is mild native leaflet/annular calcium on the non-coronary side. This may have contributed to pvl. There is possibly mild halt at the base of the right coronary cusp. This may be the answer to the cause of central aortic insufficiency.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the event is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, approximately 1 year and 7 months post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the case is being reviewed for treatment due to mild to moderate paravalvular regurgitation. The case was sent to proctor review for a possible second transcatheter heart valve or plug. No treatment has been done at this time.

Manufacturer narrative:
Added additional information to b1 missed on the initial MDR.

Manufacturer narrative:
A supplemental MDR is being submitted to add additional codes to h.6 device codes. Updates have been made to sections b.4, b.5, g.3, g.6 and h.2. Investigation is ongoing.

Event description:
Per proctor review: the valve is now failing secondary to ai (aortic insufficiency). The leaflets do not appear normal, and there is central as well as a leak around the valve. In some of the echo images, it appears that this may be an internal skirt issue. Per the field clinical specialist, a valve-in-valve was successfully performed approximately, 1 year and 8 months post original tavr procedure with a 23 sapien 3 ultra valve.